Event description:
A nephrologist notified fmc that a dialysis patient under his care developed a pleural effusion and was hospitalized with pneumonia. The patient underwent a thoracotomy, which was reported to have drained 2 liters of dialysate (transudate from the peritoneal space) from the patient's chest. The physician believes the fmc dialysis device had something to do with the patient's condition and would like the machine to be evaluated. The patient was dialyzing with in-center hemodialysis at the time of this notification.

Manufacturer narrative:
The liberty cycler was returned for eval; no nonconformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed that there were no deviations or nonconformities. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicates pleural effusion is a known complication of peritoneal dialysis. Treatment data indicates positive uf for treatments and drains as per the tidal therapy prescription. The fmc pharmacovigilance physician concludes that upon investigation, the patient's cycler functioned properly. The patient had failure to thrive and hypoalbuminemia. The patient was markedly hypoalbuminemic, which may have contributed to her pleural effusions. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 and 11 march 2013.